Manufacturer narrative:
The insulin pump passed the displacement test but alarmed for a motor error during basic occlusion test due to loose/flush drive support disk. Unable to perform the reset error test, verify a33 alarms or perform prime/a33 test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratches to the display window, loose drive support disk,cracked case at the display window corners, cracked display window, crackedbattery tube threads, missing end cap sticker and broken reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 370 mg/dl. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.